Event description:
It was reported that cardiac perforation, pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The patient was under conscious sedation and imaging was performed by 4d intracardiac echocardiography (ice). During the procedure, it seemed as though the was sheath perforated the appendage resulting in a significant pericardial effusion. A pericardiocentesis was performed and 800mls of bright red fluid was removed. The procedure was aborted, and the patient was admitted to the intensive care unit (ICU).